Manufacturer narrative:
Alleged failure: the probe activated (powered out) with no action of hand /foot switch. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an internal short circuit due to a fluid ingress, a leak due to a broken internal suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the probe had continuous activation during a procedure.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe had continuous activation during a procedure.